Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Review of the electrogram (egm) showed two noise episodes from the day of the oversensing. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise that was thought to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. There were also several stored untreated episodes. X-rays were taken and troubleshooting showed that the noise was reproducible in primary and alternate sensing vectors with device manipulation. Secondary sensing vector did not have any noise. The s-ICD was reprogrammed to secondary sensing vector and the s-electrocardiograms and x-ray images were sent to boston scientific technical services (ts) for review. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that ts reviewed the data and x-ray images. Upon review the noise appeared to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode as well as potential electrode impairment. Ts discussed that since the noise was reproducible this would also support possible electrode integrity issues. Ts noted the x-ray shows full proper insertion. Ts discussed that due to the pattern of noise, a revision should be considered for complete system replacement. At this time the s-ICD and electrode remain in service and no adverse patient effects were observed. Additional information was received that the physician noted the patient will undergo a revision in the future. However, the patient has another manufacturer's transvenous implantable cardioverter defibrillator (ICD) system that is programmed to pace and sense in the atrium only. The physician requested other manufacturer evaluate the condition of the transvenous ICD. This will help determine if the patient should receive another s-ICD or both systems replaced with another transvenous ICD. Additional information was received that the s-ICD and electrode were explanted and successfully replaced with another s-ICD system. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise that was thought to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. There were also several stored untreated episodes. X-rays were taken and troubleshooting showed that the noise was reproducible in primary and alternate sensing vectors with device manipulation. Secondary sensing vector did not have any noise. The s-ICD was reprogrammed to secondary sensing vector and the s-electrocardiograms and x-ray images were sent to boston scientific technical services (ts) for review. Additional information was received that ts reviewed the data and x-ray images. Upon review the noise appeared to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode as well as potential electrode impairment. Ts discussed that since the noise was reproducible this would also support possible electrode integrity issues. Ts noted the x-ray shows full proper insertion. Ts discussed that due to the pattern of noise, a revision should be considered for complete system replacement. Additional information was received that the physician noted the patient will undergo a revision in the future. However, the patient has another manufacturer's transvenous implantable cardioverter defibrillator (ICD) system that is programmed to pace and sense in the atrium only. The physician requested other manufacturer evaluate the condition of the transvenous ICD. This will help determine if the patient should receive another s-ICD or both systems replaced with another transvenous ICD. Additional information was received that the s-ICD and electrode were explanted and successfully replaced with another s-ICD system. No additional adverse patient effects were reported.